Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734699, serial/lot #: unknown, ubd:- , UDI#:- h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the tray would not open initially, preventing data import. After restarting, the data was eventually imported, but it was noted that there had been previous instances where the tray would not open. No known impact to patient outcome. There was no surgical delay. A pin was inserted through the emergency hole to manually pull out the tray. After pushing the tray back in, the data was successfully imported.

Manufacturer narrative:
H2, h3, h6) the 9734699 hd drive (lot number: b624254) was returned to the manufacturer for evaluation. The findings and conclusions found as reported, the returned cd drive would not open or close without assistance. Otherwise, the drive was found to be functional when connected to a known good computer. The drive was able to load and archive exams without issue. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.